Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu was found contaminated in the biohazard room at the european distribution center (edc). Therefore, the device cannot be serviced and would be scrapped.

Event description:
It was reported that the mobile power unit (mpu) was found with a broken pin. The mpu was exchanged.

Manufacturer narrative:
Section a: patient information was not provided due to patient privacy laws. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.